Manufacturer narrative:
(B)(4). Literature - budenz dl, feuer wj, barton k, et al. Postoperative complications in the ahmed baerveldt comparison study during five years of follow-up. Am j ophthalmol. 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 67 patients each developed one or more of the following complications after implantation of the baerveldt shunt: endophthalmitis, cystoid macular edema, shallow anterior chamber, hypotony maculopathy, diplopia, corneal edema, corneal graft rejection, band keratopathy, corneal neovascularization, iritis, phthisis bulbi, hyphema, vitreous hemorrhage, epiretinal membrane, retinal detachment, corneal blood staining and loss 2 or more lines of snellen lines. It was reported that as a result of the complications the following reoperations were performed on 24 of the 67 patients: pars plana vitrectomy, corneal transplant, surgery for tube occlusion, yag surgery (to clear vitreous from tube), tube tied off to repair hypotony, repair of wound leak, tube repositioning/extension, revision of tube erosion, drainage of suprachoroidal hemorrhage, explants. No product or patient identifiers were provided. This report is being filed to capture the reported adverse events in the study. A separate MDR is being submitted to address the reported product problems.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. A labeling review was conducted and revealed that the directions for use (dfu) do indicate some of the identified adverse events. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.